Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer's current blood glucose reading is 65 mg/dl. Customer's blood glucose reading at the time of the event was 661 mg/dl. Customer experienced nausea, vomiting and feeling tired. Diagnosed diabetic ketoacidosis. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.